Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a veterinary castration procedure, the jaws of the device locked closed on tissue and could not be opened. The customer was able to eventually cause the jaws to release the tissue and a new device was used to continue the procedure.

Manufacturer narrative:
(B)(4). One used ls1037 device was received, and evaluation of the returned sample could not confirm the reported issue with difficulty opening. Visual inspection of the device found no defects, and no tissue was found within the jaws. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was also activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.